Manufacturer narrative:
H6 - adverse event problem: medical device problem code: removed code 2993 adverse event without identified device or use problem. Added codes 2682 patient-device incompatibility - implant-related tissue damage, 2017 improper or incorrect procedure or method. An event of patient-device incompatibility related tissue damage and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging was reviewed by an abbott representative. All information was investigated and without the device to analyze, the reported patient-device incompatibility related tissue damage during implant could not be determined. The reported improper or incorrect procedure or method appears to be related to user as it was not replaced for a new delivery system. The reported patient effect of pericardial effusion appears to be related to a combination of patient conditions and procedural condition. The angina was a symptom on pericardial effusion. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to initial implant procedure, a trace pericardial effusion was noted. During the procedure, heparin was administered, and the patient's activated clotting time (act) level was 345 seconds. The location of the transseptal puncture was inferior mid. The wire was positioned in the left upper pulmonary vein. The device was placed in the appendage and partially recaptured once before it was removed from the patient. The device was replaced with a 22mm amplatzer amulet left atrial appendage occluder while using the same delivery sheath. The device was partially recaptured twice and fully recaptured once before it was implanted. Protamine was given post procedure. The trace pericardial effusion was unchanged post procedure. The patient was kept overnight and discharged the next day. Days later, the patient was admitted with chest pain, and no effusion was observed. The patient was readmitted again later with chest pain, and an effusion was noted near the ventricular septum. The effusion was drained for 500cc of fluid. The patient was stabilized and discharged 2 days later. The pericardial effusion was believed by the user to be caused by the abbott device. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. During the procedure, heparin was administered. The device was placed in the appendage, but it was then removed and replaced with a 22mm amplatzer amulet left atrial appendage occluder. The device was recaptured several times before it was implanted. Protamine was given post procedure. The patient was kept overnight and discharged the next day. Days later, the patient was admitted with chest pain, and no effusion was observed. The patient was readmitted again later with chest pain, and an effusion was noted. The effusion was drained for 500cc of fluid. The patient was stabilized and discharged 2 days later. The patient status was reported as stable.